Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that on (B)(6) 2018, customer was on a flight when she received a reading of 25 mmol/l on her adc freestyle libre sensor which was higher than she felt, and self-treated with insulin (dose/type unknown). Caller further reported that the customer "started feeling faint" and subsequently lost consciousness and was treated with cola and sugar by her brother who is a nurse. It is unknown how much time elapsed between the treatment with insulin and the oral treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's husband reported that on (B)(6) 2018 customer was on a flight when she received a reading of 25 mmol/l on her adc freestyle libre sensor which was higher than she felt, and self-treated with insulin (dose/type unknown). Caller further reported that the customer "started feeling faint" and subsequently lost consciousness and was treated with cola and sugar by her brother who is a nurse. It is unknown how much time elapsed between the treatment with insulin and the oral treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.